Event description:
It was initially reported that a physician's vns programming handheld device would freeze during interrogation. No specifics were given on what type of troubleshooting was performed to resolve the issue. The physician's handheld was replaced and the old handheld and software were sent back to the MFR for analysis. Device eval has not been completed at this time.